Event description:
Reportedly, an alert was raised saying the ICD reset 200 times. The physician reported no anomaly in data implant.

Manufacturer narrative:
Correction of the 1000165971-2023-00313, follow up1: the date received by manufacturer should have been 18 april 2023.

Event description:
Reportedly, an alert was raised saying the ICD reset 200 times. The physician reported no anomaly in data implant.

Event description:
Reportedly, an alert was raised saying the ICD reset 200 times. The physician reported no anomaly in data implant.

Manufacturer narrative:
- Analysis confirmed that at least 255 resets occurred since the implantation and (at least) 10 resets occurred on (B)(6) 2022. It was also confirmed that (at least) the last 10 resets were due to a power on reset (i.e. An abrupt decrease of the battery voltage). - the device analysis revealed that the abrupt decrease of the battery voltage was due to a large internal overconsumption linked to a default on the electronics (diamond ic). Please refer to the attached report

Event description:
Reportedly, an alert was raised saying the ICD reset 200 times. The physician reported no anomaly in data implant.

Manufacturer narrative:
Complaint was re-opened following the device explantation. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis confirmed the device was reset 255 times on the (B)(6) 2022.

Event description:
Reportedly, an alert was raised saying the ICD reset 200 times. The physician reported no anomaly in data implant.